Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm if the cannula had dislodged from the infusion site and bent cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod; chapter 3 / page 34: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose; chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 375 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent almost like a ¿u¿ shape to the left and on top of the skin, thus, cannula had dislodged. Patient smelt a little insulin. As treatment, patient bolus after bolus and did not eat but bg levels was still high. Patient¿s history: august 22, 2018: 4:41pm 142 mg/dl/ 7:51pm 67 mg/dl/ 9:47pm 256 mg/dl/ 10:04pm 300 mg/dl/ 11:30pm 375 mg/dl/ august 23, : 2:04am 272 mg/dl/ 2:24am 300 mg/dl/ 3:25am 250 mg/dl/ 6:30am 305 mg/dl/ 6:39am 333 mg/dl/ 7:09am 300 mg/dl, 0.65 bolus, and injection of 30u/ 11:06am 33 mg/dl/ 317 mg/dl right now.